Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Customer took a correction bolus to stabilize his blood glucose level. Pump passed delivery system check.